Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion of the applier was successful inside the belly of the patient but while stapling, the end of the applier broke. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, kenosha facility as part of a 5opc. Lot #06g1636565 in october of 2016. The returned instrument was evaluated and as received the tube assembly and drive rod that actuates the jaws is bent/damaged and the jaws are loose and misaligned and the pivot pin is slightly popped out on one side of the tube assembly. Parts were 100% visually inspected and tested at the tecomet, inc. Kenosha facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is u n-determined what caused the tube assembly and drive rod that actuates the jaws are bent/damaged and the jaws are loose and misaligned and the pivot pin is slightly popped out on one side of the tube assembly but mishandling at the customers facility is suspected.

Event description:
It was reported that during insertion of the applier was successful inside the belly of the patient but while stapling, the end of the applier broke. There were no consequences for the patient.